Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Over-the-phone troubleshooting of the reported event took place, the agent was able to resolve the issue by guiding the site staff to unplug and re-plug connections then restart the software. No parts were returned or replaced.

Event description:
A medtronic representative reported that while in a shunt placement procedure, the navigation system displayed a fault error despite a green status communication between the system and the electromagnetic emitter. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.